Event description:
Report received of an independent rate change. It was reported that the pump was programmed for one rate and found at an unspecified time later infusing at a different rate. Though requested, there was no other event information available including what fluid was infusing, what rate the pump was set at, what rate the pump was found infusing at, or the time frame from when the pump was set and what time it was found infusing at another rate. The pump was not removed from clinical service and the customer was not able to isolate the device. There was no reported adverse effect to the patient. Though requested, no additional information was available.